Manufacturer narrative:
Upon receipt at boston scientific post market quality assurance laboratory, this lead was thoroughly tested. Analysis could confirm that the helix would not retract, most likely due to dried body fluid in the helix mechanism. Analysis could not contirm the allegation that this lead dislodged.

Event description:
Boston scientific received information that during the implant procedure, the physician had difficulty implanting this right atrial lead. The helix would not retract into the lead tip easily. When it was retracted, the lead dislodged. A new lead of the same model was successfully implanted. No adverse patient effects were reported.